Event description:
A lead revision was performed for inadequate capture thresholds but it was not possible to loosen the set screw from the device header. The device and lead were explanted and replaced to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The reported event of inadequate capture threshold was not confirmed. As received, a complete lead was returned in one-piece with the helix in the extended position and was clogged with blood and tissue. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. Furthermore, visual and x-ray examination revealed no anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.